Event description:
It was reported that the patient had an inflatable penile prosthesis (ipp) implant surgery on june 2022 and had no follow up appointments scheduled with their physician. The reservoir of the ipp had slipped to the base of the penis and the patient will have a future appointment with another doctor to schedule a tentative revision surgery. No patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The lot number was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient had an inflatable penile prosthesis (ipp) implant surgery in june 2022 and the reservoir had slipped to the base of the penis. A revision surgery was performed to reposition the device. No further information was provided.

Manufacturer narrative:
The lot number was obtained through a review of the surgical history previously provided by the physician.

Manufacturer narrative:
Additional information updated: b5: describe event/problem c2/d10: concomitant product/therapy e1: initial reporter email h6: patient codes

Event description:
It was reported by the patient with this inflatable penile prosthesis (ipp) that he experienced nerve damage. In addition, the reservoir migrated to the base of the penis, believed to be caused by the physician not securing it at implant procedure. A revision surgery was performed to reposition the component. No further information was provided.